Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and the reported problem was confirmed and replicated. In logs, error 40067 was confirmed, along with errors 25730 and 32097 indicating motor communication faults in the sujz axis, reporting to the acu board. Installed proximal onto golden system where 40067 was replicated on startup. Tested unit on pftp where it failed multiple tests. Aba tested acu board with inconclusive results. As a result of these findings, failure analysis concluded the acu board and cfs motor assembly are consistent with the reported problem and are the potential root causes for this issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the suj.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the patient side cart (psc) had a non recoverable fault 40067 and the 4th arm was not being used at the time and they rebooted the system to continue. Technical support engineer (tse) viewed logs and found error 32097 and 32097 with last node reporting acu. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted field service had changed out arm 4 on friday before, but not the shoulder on arm 4. Ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and system initially power on without errors. Dvstat contacted for troubleshooting and full troubleshooting was completed and fault was resolved. The fault only when arm 4 idol and not while working. There were no injury to the patient. Site did not convert to any procedure and cases were 3-arm procedures not using arm 4. The third case was a cholecystectomy. We used 4 arms, but it did not fault. The surgeon did not disable or discontinue use of arm due to issue. Patient demographics along with relevant patient history, including pre-existing medical conditions were shared.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated proximal set-up joint (psuj) to determine root cause of the reported failure. The probable root cause of non-recoverable error is attributed to a faulty axes controller unit (acu) board and constant force spring (cfs) motor assembly within the proximal set up joint (suj).

Event description:
Refer to h11 for follow-up information.